Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance values. The same system implantable cardioverter defibrillator was explanted at the same surgery without allegation of malfunction. Also, the rv lead was explanted during the same surgical procedure. A new subcutaneous implantable cardioverter defibrillator system was implanted for the patient. The explanted rv lead is expected to be returned for analysis. No additional adverse patient effects were reported.